Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open coronary artery bypass graft, CABG procedure. While suturing the distal anastomosis, the suture frayed. When on pump, another suture broke. The suture is treated or hydrated by squirting water on the suture and surgeon's hands. To complete the case, another suture was used. No patient injury or extension in surgical time. Patient status is alive, no injury.